Manufacturer narrative:
(B)(4).

Event description:
The patient experienced shortness of breath and presented to the hospital. It was discovered that the right ventricular lead was fractured. The patient did not agree to a lead revision procedure. The lead remained implanted. The patient was stable.